Event description:
7f mullins transseptal adult sheath was opened. A cook adult length transseptal needle was inserted into the dilator of the sheath. The needle would not advance through the dilator. This all occurred prior to inserting the sheath into the patient.what was the original intended procedure?catheterization.device #1is this a laboratory device or laboratory test?no.